Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant falsely low vancomycin result. The ccc reviewed instrument data and found aliquot probe false transition errors and clog detects errors. Quality control (qc) results were within range. The customer ran a precision study and results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced sample probe 1, as replacement was due. The cse performed alignment and priming. The cse ran quick check, which passed. The cse performed precision run on vancomycin sample, which was acceptable. The customer ran qc, which was acceptable. The cause of the discordant falsely low vancomycin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the pharmacist, who questioned it. The sample was repeated on the same instrument, resulting higher. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
Corrected information (06-dec-2017): the sample was repeated on an alternate instrument, resulting higher. Additional information (06-dec-2017): a siemens headquarter support center (hsc) specialist reviewed the event information. Fibrin or cellular debris pulled into the aliquot well and probe was identified as a potential cause of the event. The cause of the discordant vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The sample was repeated on an alternate instrument, resulting higher.